Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the basal rate. Customer declined to provide any additional information regarding their elevated bg's.